Event description:
It was reported that the device reached elective replacement indicator (eri) due to high output. It was also reported that there was a pocket erosion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned, analyzed, and analysis revealed no anomalies found. (B)(4).